Manufacturer narrative:
Unit passed displacement test, selftest, and active current measurement. However, unit failed sleep current measurement and received unexpected battery power loss due to moisture damage at electronic assemblies and corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had replace battery now alarm. Customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.